Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2012-09640. It was reported the patient experienced chest stimulation, sharp pain at the ipg and lead sites, and pain in the rib cage area. It was also noted, the ipg required frequent charging. The leads were explanted and replaced by new leads. Effective therapy was re-captured and the pain was resolved following the procedure. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.